Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. The customer's blood glucose level ranged from 200-250 mg/dl. The customer continued to use the pump for insulin therapy.